Event description:
It was reported that the guidewire was stuck inside the ivus catheter and the physician had to pull both devices out of the patient. Additional reporting stated that the procedure was completed with no patient injury.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there is one other complaint reported for this failure mode within this lot. The ivus catheter was returned to the manufacturer with the guidewire still stuck inside. The tip of the guidewire was at the proximal end of the scanner. A tear was observed proximal of the exit port of the ivus catheter. A cluster of blood was noticed approximately 45mm from the end of the distal tip. There was no observed damage to the scanner. Based on the evaluation of the device, it appears that binding had occurred between the ivus catheter and the guidewire which resulted in the guidewire getting stuck in the inner lumen of the ivus catheter. The guidewire was difficult to remove from the ivus catheter even after the decontamination process due to the coagulated blood in the inner lumen of the ivus catheter. Based on the condition of the returned catheter and the event description, the root cause of the guidewire stuck inside the catheter issue was determined to be due to user handling. Internal reference (B)(4): the IFU precaution for this device states: when inserting the guide wire, both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The procedure was completed with no reported patient injury. No further action is required.